Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4).g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: one of the filter legs has protruded the vessel once the filter was tilted. They are finding it difficult to remove the filter the filter was implanted (B)(6) 2018. They tried to retrieve filter (B)(6) 2018. Additional information received (B)(6) 2018: "the filter was successfully implanted just below the renals from a jugular approach in (B)(6). The babies were delivered shortly after implantation. Retrieval was attempted (B)(6) but unsuccessful. CT showed that the hook was tilted posteriorly. One of the legs had perforated the vessel and is very close to ureter." Patient outcome: according to the initial reporter, the patient may experience adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. Imaging provided presumably at the time of attempted filter retrieval approx. 2 months after filter placement demonstrated the celect-pt filter in infrarenal location with no significant tilt. On one of the projections, there is evidence of a primary filter leg extending 4 mm outside of the column of contrast, suggesting penetration. The complaint report describes one of the legs had perforated the ivc wall, although, on the CT images provided, the filter legs all appear to demonstrate grade 1 interactions with the ivc wall, indicating tenting and not penetration. This may be an underestimation of the true interaction with the ivc wall as the window submitted for review is a soft tissue window, which can cause significant blooming artifact from the metallic legs, resulting in loss of definition immediately adjacent to the legs. On the submitted images, the primary filter leg at the 7:00 region results in tenting of the wall of the ivc and abuts the right ureter, but does not clearly extend through the wall of the ivc or into the ureter itself. There is no described symptoms related to this presumed penetration. As the cross-sectional images were presumably obtained after the failed attempted retrieval, it is uncertain if this configuration was present prior to the attempted retrieval or if the attempted retrieval contributed to this configuration as well. The sagittal image demonstrates the filter with a posterior tilt relative to the center line of the ivc, measuring approximately 12° and although insignificant this places the hook of the filter adjacent to the posterior wall of the ivc. There is no discussion in the complaint report regarding any advanced maneuvers used in attempt to retrieve the filter, but despite the configuration of the hook potentially abutting the posterior ivc wall, retrieving a filter in this configuration may require some advanced techniques, but for an experienced operator poses very little challenge. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent